Event description:
It was reported that during an acdf procedure at c4-c6, the tip of one screwdriver bent and a prong on the second screwdriver broke off. The broken prong was retrieved from the patient. The surgeon used other screwdrivers to complete the procedure with no adverse effect to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and there was visible damage on the prongs at screwdriver tip. The measurable dimensions were within print specifications. It was determined that the prongs were damaged during mechanical overloading situations. This complaint is deemed invalid from a manufacturing standpoint. A product development event evaluation was also performed. The instrument showed signs of off-axis loading. The screwdriver with the missing prong indicated a cantelever load. The cause of the incident could not be confirmed, but there was most likely some loading off-axis relative to the screw. This can sometimes be seen if the screw is not loaded in parallel to the axis of the instrument or if the surrounding tissue prevents adequate access to the site. This complaint is indeterminate from a design standpoint.

Event description:
The procedure was reported to be anterior cervical fusion.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.